Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms with no display of any alarm code. The reported product fault occurred while in use with the patient. The product issue cause did not contribute to patient or clinical injury. Position of pump when alarm occurred was unknown. No additional info is available at this time.

Manufacturer narrative:
B3: unknown; no information has been provided to date. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.